Event description:
It was reported that bleeding occurred. A left atrial appendage (laa) closure procedure was performed a watchman trusteer access system (was) and a 27mm watchman flx pro delivery system (wds) were selected to be used. During preparation it was noted that the patient had a noticeable hernia. The closure device procedure was completed successfully, and the device was successfully deployed. Following the procedure, the physician was unable to control the bleeding at the groin access site and the patient remained hospitalized overnight. The next day the patient underwent surgical intervention to address the groin bleeding. No further information was provided at the time of this report.